Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited abnormal function because the patient's heart rate was intermittently below the programmed lower rate. The crt-d remains in use. No further patient complications have been reported as a result of this event.